Event description:
Contact reported that this patient had a recent revision in 2007, due to a broken xpdm screw. See 1526439-2007-00035 for details. A subsequent x-ray found that two of the expedium setscrews had loosened after the revision. Patient was again revised one month later. All exposed setscrews (10) were removed and replaced. As a revision was performed an MDR is being filed to document this event.

Manufacturer narrative:
It is possible that during the prior revision ,that the rod may not have fully seated or those setscrews along the construct had loosened. However, no definitive cause of the event can be determined at this time. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.